Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to high pacing thresholds causing battery depletion. The following physician and the patient elected for epicardial lead placement. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Visual inspection revealed no anomalies. A typical surgery-related damage was noted. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to high pacing thresholds causing battery depletion. The following physician and the patient elected for epicardial lead placement. No additional adverse patient effects were reported. Additional information indicated that the suspected cause of high pacing threshold was due to the patient's condition. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to high pacing thresholds causing battery depletion. The following physician and the patient elected for epicardial lead placement. No additional adverse patient effects were reported. Additional information indicated that the suspected cause of high pacing threshold was due to the patient's condition. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.